Event description:
Customer reported that the pump battery would not charge, despite efforts to secure a stable connection with different outlets and charging cables. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, while the customer planned to use multiple daily injections (mdi) as a backup therapy. The customer was advised to let the pump's battery fully deplete and return it with a prepaid label, a process they understood and acknowledged.